Event description:
It was reported that the implantable cardioverter defibrillator (ICD) device exhibited oversensing and noise. These triggered multiple episodes of ventricular tachycardia (vt). Furthermore, there were out of range pacing impedance measurements, measuring less than 200 ohms on this right ventricular (rv) lead. The physician independently opted to deactivate the device, as they were confident that the rv lead was fractured. They also performed a screening for ICD and it came back positive. The plan was to have this lead replaced soon and, in the meantime, therapies were deactivated. Technical services (ts) recommended x-ray imaging to check on lead integrity. No adverse patient effects were reported.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) device exhibited oversensing and noise. These triggered multiple episodes of ventricular tachycardia (vt). Furthermore, there were out of range pacing impedance measurements, measuring less than 200 ohms on this right ventricular (rv) lead. The physician independently opted to deactivate the device, as they were confident that the rv lead was fractured. They also performed a screening for ICD and it came back positive. The plan was to have this lead replaced soon and, in the meantime, therapies were deactivated. Technical services (ts) recommended x-ray imaging to check on lead integrity. No adverse patient effects were reported.

Manufacturer narrative:
This report contains correction in section h6 device codes.